Event description:
It was reported that failure to recapture filter occurred. A sentinel cerebral protection system (cps) was used in a procedure. During the procedure the proximal filter failed to recapture.